Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, the powered stapler did not articulate to the left. Several shells were used but the outcome was the same. The reload and adapter were able to be used with a different powered handle. There was no patient involved. Medtronic's initial evaluation of the incident is that left articulation switch, close key switch, and left counterclockwise switch were not working after connecting a clamshell, adapter and loading unit to the handle.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted no abnormalities. Functional testing found that the handle initialized after being fully charged on a rpa charger running v16 software. The handle had 288 of 300 procedures remaining. The handle was noted to be running v29.67 software. The left articulation switch, close key switch, and left counterclockwise switch were not working after connecting a clamshell, adapter and loading unit to the handle. Several areas of corrosion were observed on the pcba (printed circuit board assembly) boards within the handle. This corrosion was likely caused by contamination which was due to the handle being exposed to conditions outside of intended use. The switch connections were probed at the adapter switch board connection using a multimeter. The unresponsive switches showed abnormal voltage levels when probed. This is most likely due to the contamination present, which would also prevent the switches from functioning properly. It was reported that the powered stapler did not articulate to the left. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: wipe down all exposed surfaces with a slightly water dampened lint-free cloth to completely remove any gross debris from the device. If additional cleaning is required, use a hydrogen peroxide based wipe such as oxivir¿*tb per the manufacturer¿s instructions. Ensure the power handle is completely dry prior to inserting it into a sterile power shell or charger. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: unknown egia su, unknown endo gia sulu (lot#:unknown), unk-sigadapt, unknown signia egia adapter (serial#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.